Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went the emergency room for diabetes ketoacidosis on (B)(6) 2021 with blood glucose of over 600 mg/dl. The customer had nausea. The customer was using the insulin pump within 48 hours of the high blood glucose. The customer was treated with the intravenous drip. It was unknown whether automode was active or not. The insulin pump will not be return for the analysis.